Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient currently receiving gablofen (baclofe n) 2000 to 500mcg/ml for a total dose of 920 to 50 mcg/day, but was unknow at the time what drug, dose and concentration the patient was receiving at that time. Indication for use was intractable spasticity. It was reported the patient's pump and catheter were replaced on 2017-sep-29 because the catheter was confirmed to be in the epidural space. This happened two separate times. It was noted that at the of the implant there was cerebrospinal fluid (csf) back flow confirmed by the implanting healthcare professional (hcp), but there must have been "layers". The issue was diagnosed by an hcp by conducting studies and determined the catheter was in the epidural space. It was stated the original implanter hcp thought the catheter was too short, but then at the patient's bedside thought it was another issue so x-rays were done and at first it was determined the tip was in the intrathecal space, but then after that with the surgery it was determined the catheter was in the epidural space. The patient told the hcp they wanted both the pump and catheter replaced so the devices would last longer because they were told the pump longevity was 5 years, so that was what was done. The patient also was experiencing a lack of efficacy/not getting proper therapy, but had no idea when it began. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
No analysis to be performed until authorized by legal department. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-11. It was reported that the cause of the catheter in the epidural space was unknown per the manufacturer's representative and also that the hcp told the patient that they did not know why either. It was indicated that the hospital kept the pump and catheter. It was noted that the manufacturer's representative did not know when the patient first started experiencing the lack of efficacy or the catheter in the epidural space as it was handled by two separate practices and implanters. The lack of efficacy/not getting proper therapy had been resolved as far as the manufacturer's representative knew. The manufacturer's representative also did not know the patient¿s weight at the time of the event. The information provided had not been confirmed with the physician/account due to the fact that the patient was treated at two separate practices in two separate states and had two separate surgeons (one for the initial implant and another for two replacements). Refer to manufacturer report #3004209178-2017-20530 for details pertaining to the other replacement event. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.